Manufacturer narrative:
The study included 10 patients (5 females, 5 males) with mandibular defects ranging from 30 mm to 80 mm in length. Date of event: unknown. This report is for unknown distractor implants: craniomaxillofacial, /unknown lot number. Implant and explant dates are unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article gonzalez-garcia r., rubio-bueno p., naval-gias l., rodriguez-campo f.j., escorial-hernandez v., martos p.l., munoz-guerra m.f., sastre-perez j., gil-diez usandizaga j.l., diaz-gonzalez f.j. (2008) internal distraction osteogenesis in mandibular reconstruction: clinical experience in 10 cases. Pediatric/craniofacial. P.563-574. (B)(6). The purpose of this study was to give the authors the opportunity to present their clinical experience in the reconstruction of mandibular segmental defects by means of internal distraction osteogenesis. The study included 10 patients (5 females, 5 males) with mandibular defects ranging from 30 mm to 80 mm in length. A unidirectional distraction device (ao synthes, (B)(4)) was placed in every patient. Eight out of the ten patients completed the distraction procedure. The two that did not died during follow up. One of them (case 2) died as a result of distant metastasis 4 months after surgery. The other patient (case 1) failed to form adequate bone; complete intraoral exposure of the device was encountered, and surgical removal of the distractor had to be performed. Of the remaining 8 patients who completed the distraction procedure 2 patients experienced pain at the end of the distraction period (case 4 and case 9), 1 patient experienced partial intraoral exposure (case 5), another patient experienced submental abscess (case 8), one other patient experienced complete intraoral exposure (case 1), and one patient experienced partial cutaneous exposure (case 10). Lastly in addition to experiencing pain case 4 showed local relapse several months after the first procedure, and new resective surgery and reconstruction with a microvascularized fibular flap were required. This is report 2 of 6 for (B)(4). Case 4 this complaint involves 6 devices.

Manufacturer narrative:
A review by medical safety officer (mso) was conducted and it was concluded that it does not appear that either death was related to the use of our device. This report is being filed after the subsequent review of the following literature article gonzalez-garcia r., rubio-bueno p., naval-gias l., rodriguez-campo f.j., escorial-hernandez v., martos p.l., munoz-guerra m.f., sastre-perez j., gil-diez usandizaga j.l., diaz-gonzalez f.j. (2008) internal distraction osteogenes is in mandibular reconstruction: clinical experience in 10 cases. Pediatric/craniofacial. P.563-574. Spain. Legal manufacture updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.